Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was disconnected from insulin delivery for several days due to difficulty connecting the infusion set to the ilet and was found via video support to have attached the tubing to the wrong end of the connector; after guided supply change and education, the user successfully reconnected and resumed insulin delivery. Symptoms included hyperglycemia with a reported peak blood glucose of 280 mg/dl and elevated levels over several hours without ketone testing, medical intervention, or backup therapy. Outcomes included no alerts for prolonged hyperglycemia and no immediate health effects or need for assistance. Investigation included remote troubleshooting and user education. Investigation of this case revealed incorrect deployment of the infusion set connection that prevented proper attachment. It was concluded that user technique caused the infusion set connection issue, and the device functioned as intended once correctly set up.